Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("right ovarian cyst adhesions") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Lot number: a06688 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("right ovarian cyst adhesions") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received- medical device removal replaced with pelvic pain and new event abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),right ovarian cyst adhesions. Lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received. Case became valid and serious incident. Injury nos replaced with new event medical device removal. Date of birth, removal date, product information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.